Event description:
It was reported, that the video system center experienced an e117 otv error code. The issue occurred during preparation for use for an unknown procedure. The facility finished the procedure with another set of device and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the reported issue could not be duplicated. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Information added to the fields: h6. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.